Manufacturer narrative:
A significant number of error messages were generated by the analyzer prior to the complaint, suggesting the analyzer had issues. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors, however customer continued testing, and was not running periodic qc according to manufacturer's instructions. No reported harm or injuries occurred as a result of this issue. Magellan provided the customer with a new instrument, additional training, sent them notifications. No further issues of this nature have been shown for this customer. (B)(4).

Event description:
Analyzer would not run when sample was applied to the sensor. Based on troubleshooting over the phone, analyzer error codes were being generated while attempting to run the instrument. The analyzer does not generate results when these types of error codes occur.